Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as the product is not implantable. If explanted, give date: not applicable, as the product is not implantable. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor had issues with three emeraldc30 cartridges during handling and prior to insertion with no patient contact. Reportedly, the wing of the first cartridge snapped off and was not used. The doctor then tried 2 other emeraldc30 cartridges, but did not use them either because the tips of the cartridges felt weird. Therefore, a different box of cartridges were opened for use, which were fine. No additional information was provided. This report is for the 2nd of the 2 reported cartridge tip issues.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 05/16/2018. Device evaluation: the product was returned to the manufacturing site for evaluation. The returned product was unused; the cartridges (11) trays were sealed. The cartridges were visually inspected with magnification. The neck, tube, and tip areas were checked for cracks. No cracking or stress marks were observed. No flash was detected. The cartridge tips were inspected for melting, roughness, dent, bent tip, or smash condition. No molding defect was observed. Each cartridge movable wing was closed to inspect for hinge damages.; no defect was observed. The reported issue was not verified. Based on the returned product it could not be determined that the cause of the issue reported to be on the manufacturing process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.